Event description:
It was reported that the customer fell off the stairs and now there is a big crack on the display of the insulin pump. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.